Event description:
After inserting the bak proximity cage, the surgeon was using the inserter without the drill tube to reposition the first cage at which time one of the prongs broke off the driver. The broken portion was retrieved with no patient injury reported. No additional surgery time was reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.